Event description:
Treatment of a small aneurysm measuring approximately 7mm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the axium coil could not be detached with the instant detacher. An attempt to detach the coil with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) was made, but without success. Upon trying to retrieve the implant coil, it detached inside the microcatheter. The detached coil was pushed successfully into the aneurysm using the pushwire. Another implant coil was used and the procedure was completed. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.

Manufacturer narrative:
(Added implant date (B)(6)/2014). The coil was pushed into the aneurysm with the pushwire and implanted successfully. Only the pushwire was discarded, (B)(4).